Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to forces applied during the surgery. Further inspection showed cuts in the insulation and deformations of the outer conductor coil which most likely resulted from the surgery. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high threshold. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted because of high threshold. There were no adverse patient events reported. Should additional information be received, this file will be updated.